Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient is calling to report questionable bolus advice on her meter. The meter potentially provided a recommendation 0 units when carbohydrates were entered and the customer had a reading outside of her target range with no active insulin on board. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.